Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on february 20 and march 15 with blood glucose level was 686 mg/dl. The customer¿s blood glucose level was time of incident was 686 mg/dl, current blood glucose level was 81 mg/dl and 485 mg/dl. Customer reports the significant events leading to hospitalization are tried, thirsty and weak. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and insulin pump. Customer reports positive results in ketones test. The insulin pump will not be returned for analysis.